Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, crease fold, deformation, wear abrasion, red particles in the shell and weight to the spec. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side rupture and "breast implant illness symptoms". Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "breast implant illness symptoms".

Event description:
Healthcare professional reported a left side rupture and "breast implant illness symptoms". Device was explanted.